Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer entered settings incorrectly onto the pump. Customer programmed a basal rate of 7.5 units/hour instead of the intended 0.75 units/hour. Subsequently, the customer's blood glucose decreased to an unknown value. Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.